Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 170 mg/dl and the sensor glucose was 47 mg/dl at the time of the incident. The current blood glucose was 242 mg/dl. The customer changed sensor this morning and calibrated then an hour later she had a low and she set her sensor to stop before low and she started eating and then check sugar later and it was 170 mg/dl and sensor still said it was low. Blood glucose when sensor was reading low was 70 mg/dl and then later she was not feeling good and blood glucose was 260 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. The device will not be returned for analysis.